Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 50mm aaa. It was reported approximately 2 months post the index procedure; CT taken on (B)(6) 2024 showed right side limb occlusion from the flow divider down. Per the physician the cause of the occlusion is not thought to be device related and due to anatomy related to limited outflow in the external and iliac arteries. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information ; it was confirmed the occlusion is only affecting the endurant bifurcate and the limb 1616124 is not involved. There is known intervention date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.